Event description:
In 2009, it was reported that the pt was implant with an scs system while under general anesthesia, and that no intra-operative testing was performed. It was stated after multiple attempts by the md to reposition the tip of the lead that the lead was placed left of midline. Post-operative, the pt reported an inability to move their leg. It was reported the md decided to explant the system. Follow-up info received from the sales representative at approx one week later reported as of 3 days prior to the follow-up, the pt was hospitalized and had urological problems. Ans was informed that the device will be returned for eval. A follow-up report will be submitted after the device eval has been completed.

Manufacturer narrative:
Method: device history record and sterilization record were reviewed. Results: all records reviewed were found to meet specifications, no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.